Manufacturer narrative:
Updated fields: b4,g1,g3,g6,h2,h6(type of investigation, investigation findings,component code, investigation conclusion),h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse disassembled the unit removed damaged connector and installed new connector. The fse reassembled the unit and performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pm inspection, f.o. Connector of cardiosave iabp (intra-aortic balloon pump) was broken. There was no patient involvement.